Event description:
The dealer states that the left upper tube to the arm broke at the weld. The dealer states he believes the patient uses the arms to transfer. The dealer has no additional information